Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, and fixed prime on the insulin pump. The customer's blood glucose level was 101 mg/dl. The customer stated that no delivery alarm issue was resolved by complete set change. The customer was advised to monitor the insulin pump and call back if further assistance is needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.